Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. Added medical history. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: biliary dyskinesia. Abdominal pain. Irritable bowel syndrome. Multiple abdominal hernias in the past. Procedure: ¿this (B)(6) years old white female, who had a colon resection then after that, she had incisional hernia repairs done. Now, she is having pain in the right upper quadrant of the abdomen. Ultrasound of the gallbladder was normal. Hida scan showed low ejection fraction. So, the patient was then brought in for laparoscopic cholecystectomy. I knew because of previous adhesions. I knew it will be hard to do laparoscopy, although I wanted to try it. First of all, after she was put to sleep, a small incision was made in the right upper quadrant. I was able to get the hassan trocar into the abdomen. Did a laparoscopy I could see the right upper quadrant very nicely, but laterally and medially there were so many adhesions because of multiple meshes in the past. I was unable to enter the belly anywhere so decided to open the patient. First of all, incision was made in the right upper quadrant. After cutting skin and subcutaneous tissue, the fascia was cut. The muscle was then bovied through and the peritoneum was opened. The patient had a lot of adhesions at the lower part of the incision. The colon and small bowel were then pushed down. The gallbladder was then lifted up and another sponge was put in the hartmann pouch area and then medially the sponge was put in and retraction was done. After that, gallbladder was dissected from the above downwards and slowly kept on dissecting off from the liver. Cystic artery was isolated and cut and tied with the clips. After the dissection was done way down into the cystic duct gallbladder junction, and thereafter making sure that the junction was good. We took off the gallbladder and tied this area. After that, irrigation of the right upper quadrant was done. The patient had a lot of oozing from the liver, because of the size of the lumen and the small blood vessel, which had retracted back into the liver bed. I had sponges in that and after that, I put a drain in and made sure there was no bleeding. Also, a piece of surgicel was then put in there. After that was irrigated the whole abdomen and made sure there was no other bleeding noticed or any biliary leakage noted. I put a drain in the hartmann morison¿s pouch and brought out from separate stab wound. The peritoneum was closed with a running vicryl. Fascia was closed with interrupted vicryl and skin was closed with staples and drain was sutured to the skin with a nylon stitch. The patient tolerated well, sent to the recovery room in satisfactory condition.¿ (B)(6) 2011: (B)(6) medical center. Intraoperative record. Actual procedure: hernia repair ventral/mesh. Wound class: 2 clean contaminated. (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. History of present illness: this (B)(6) years old white female who has had a colon resection done in toledo and after that she developed hernia, which I have fix the hernia and then she developed problem with the gallbladder, so I did a right upper quadrant incision and did a laparotomy and cholecystectomy and now recently she came yesterday to my office that she says she sneezed and she was on graduation part again, something broke loose on her right side of the abdomen opposite of the scar and she felt lot of pain. Physical examination: on examination, she was a obese lady. She was found to have a large hernia coming through to the right lower quadrant and I think is probably coming from the lateral aspect of this old incision which can broke open and so she was uncomfortable. Before surgery, I talked to her in detail that her main problems are because of her tissues and because of her obesity and she keeps getting these hernias and I told her that the problem with this hernias will be with a mesh that the danger of infection as well as fistula at the bowel and now later on her bowel leak because she was stuck very badly when I did her gallbladder last time which I had to open up to do her and when I put my hand from the right upper quadrant down towards the right lower quadrant everything was stuck to the abdominal wall, but I did not have obvious hernia. The patient was then brought to surgery. Surgery findings: very complex hernia on the right lower quadrant and it kind of broke on the right side. The patient had multiple loops of bowel in this under the skin and into this hernia sac stuck with omentum. The patient also had multiple loose [sic] stuck right upper quadrant with the mesh itself and very hard to removed them, but I did not make any holes in the bowel, I did lysis of adhesions. Part of the mesh on the side was eroded, so I took out that portion of the mesh, rest of the mesh were left in. We got still covered with peritoneum and fascia and I thought that we can put a mesh underneath to cover it up so that we do not have to do whole thing again and it was not possible to remove all of her mesh the way it was glued to the abdominal wall on the left side. Operative procedure: ¿after she was put to sleep the foley catheter put in, the abdomen was open from the up and down incision. After cutting the skin subcutaneous tissue, the midline was reached. The patient was found to have a large hernia sac, but on the front look like was covered with the mesh so it did not look like that there was a hernia through there, but on the side, so I went down on the right lower quadrant and dissected out there and I found the hernia sac from there and then from there I delineated the loops of bowel which were in the lateral aspect of the mesh and the hole in the abdomen. I dissected off the hole off the abdominal wall and released all her adhesions off from this hole and pushed back into the abdomen and sponge was put and the bleeding was stopped with a bovie. The main problem was after we got this fixed. There was another hole in about 2-1/2 inches above it and loop of bowel was completely stuck in it. I had to extend liver incision up and then released that adhesion also and get this bowel off of this and closed this with interrupted 0 vicryl suture. The mesh was completely plastered to the abdominal wall and the bowel was stuck to her edges and it look like almost grown into it. I had 2 separate very bovine carefully because did want to make a hole in the bowel so that we will not be able to close it without the mesh so after dissecting right upper quadrant ball away from this mesh. The part of the mesh on the side which was eroding through I took that out and suture the edges with 0 vicryl suture and decided that we could use this and put the other mesh below this so it just comes up on the top that way we will have a good repair and if we take it out and then will be a problem and the problem was to remove it completely will be very difficult because on the right side it was so nicely healed and she had no hernia through it and it looked very nice. After taking lot of time releasing all the adhesions all around then I took the mesh appropriate side which was covering each side around it and then put it underneath and used a stapler to staple it and then we make sure that the previous mesh was inferior to it so the new mesh was just below it so that was touching the surface of the small bowel, especially where my mesh repair was. After adequate stapling and suturing I will make sure last counts were correct and then on top of it I also closed on top of the mesh with interrupted 0 vicryl suture all around and further many layers of old fascia was also sutured on top of it so the mesh could not be seen so it becomes totally intra-abdominal after that, subcutaneous tissue was closed with interrupted 3-0 vicryl sutures, skin staples. Pressure dressing applied. Put an ng tube in because I manipulated small wall so much and the patient had a foley catheter had a good urine output and there was no blood in urine.¿ summary of case: it was a difficult surgery because of the size of the patient and because of the previous mesh repairs and a colon resection in the past. It was difficult with adhesions especially releasing all the adhesions making sure there is no hole made in the bowel and then putting appropriate-size mass [sic] again to repair the hernia. In this end, I was very happy with the repair and then the patient tolerated procedure well, sent to recovery room in satisfactory condition. (B)(6) 2011: (B)(6) medical center. Implant sticker. Ventrio hernia patch. (B)(6) 2011: (B)(6) medical center. (B)(6), md. Radiology-cr abdomen comp decub erect. Indication: abdominal pain, ventral hernia repair. Impression: scattered air-fluid levels but no evidence of bowel obstruction or free intra-abdominal air. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvis without contrast. Indication: mid abdominal pain. Findings: there is recurrent anterior abdominal wall hernia to the right of a surgical mesh measuring approximately 12 cm in diameter containing part of the colon and multiple small bowel loops. There is no evidence of incarceration. There is no evidence of bowel obstruction. Impression: recurrent anterior abdominal wall hernia on the right side adjacent to a previously placed mesh that measures 12 cm in diameter containing part of the colon and a few small bowel loops. There is no evidence of incarceration of bowel obstruction. Benign angiomyolipoma in the upper pole of the left kidney that measures 3 cm and is stable since the previous study. Descending colon and sigmoid diverticulosis. Implant procedure #1: repair of recurrent incisional hernia with dual mesh implant. Implant: gore® dualmesh® biomaterial [1dlmc08/8882674, 26 cm x 34 cm] implant date: (B)(6) 2012 (hospitalization [ni] [not indicated). (B)(6) 2012: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Anesthesia: general. Incision: midline and upper abdomen. Finding: complete disruption of old composite mesh along the right side of the upper abdominal incision with a hernia defect at 15 cm in diameter. There were 3 separate dual mesh implants with contraction of the edges of all the of the implants. Small bowel was adherent to the composite implants and between the crevices of the implants where the mesh had contracted. Mesh implant was 26 cm x 34 cm, two of the all composite grafts were completely removed and 70% of third leaving only well incorporated and contracted left edge. Procedure in detail: ¿following administration of anesthesia, the previous upper midline abdominal incision was made, taken down to the hernia sac. Incision was extended inferiorly to initial incision to gain better exposure. The hernia sac was then reflected from the fascial edges as well as the old composite graft. Peritoneal cavity was then entered. Initially, an attempt was made to do the procedure extraperitoneally, however, the small bowel was densely adherent to the mesh with careful dissection. The small bowel was reflected off of the mesh. Two composite grafts were removed and 70% of remaining graft was removed, which was well incorporated to the left if the midline incision. The fascial edges were then exposed for distances 6-7 cm. Dual mesh was then implanted first using 0 ethibond 4 quadrants were then sutured to the anterior abdominal wall. Trackers were then used to secure spaces in between sutures. These were placed approximately 1 cm apart. The wound was checked for any spaces and sufficiently closed following which the wound was irrigated with saline. A prior to implanting the mesh, 0.25% marcaine with epinephrine was infiltrated into the muscle and fascia. Using 0 ethibond, fascia and scar tissue as well as subcutaneous was closed over the mesh, following which the dead space and subcutaneous were closed with interrupted 3-0 vicryl. The skin was closed with staples. Pressure dressing and an abdominal binder were then placed.¿ postoperative condition: satisfactory. Prognosis: good. Blood loss: approximately 30 to 50 ml. Specimens: no specimens removed. Classification of wound: clean, refined, needle and sponge count correct. (B)(6) 2012: (B)(6) medical center. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc08. Lot batch code: 8882674. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc08/ 8882674) was implanted during the procedure. (B)(6) 2012: (B)(6) medical center. [Signature illegible]. Operative progress notes. Pre-op diagnosis: recurrent incisional hernia. Post-op diagnosis: same. Procedure: repair incisional hernia. Mesh implant 1 dual mesh 26 x 34 cm. Drains: none. Specimens: none. Anesthesia: general. Complications: none. Findings: 3 old composite meshes with adherent small bowel, large 15 cm herniation right side of meshes. All 3 meshes contracted. Relevant medical information: (B)(6) 2012: (B)(6) laboratories. (B)(6). Pathology. Accession #: (B)(4). Final pathologic diagnosis: mesh from previous hernia repair: fibroadipose tissue with suture granuloma. Gross description: received in formalin labeled ¿vogelsong, removed mesh from previous hernia repair¿ are multiple portions of tan plastic-like material attached red-tan soft tissue which form an aggregate 13 x 13 by as much as 3 cm. Representative sections are submitted in cassette ¿a¿ and ¿b¿. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvis without contrast. Indication: rule out obstruction. Findings: subcutaneous fluid collection is noted adjacent to the mesh measures 15 x 6 x 12.5 cm most likely represents a seroma. There is dilatation of small bowel loops in the lower part of the abdomen suggesting an ileus. Impression: subcutaneous fluid collection adjacent to the mesh measures 15 x 6 x 12.5 cm most likely represents a seroma. Benign angiomyolipoma in the upper pole of the left kidney that measures 3 cm and is stable since the previous study. Descending colon and sigmoid diverticulosis. Ileus. (B)(6) 2012: (B)(6) medical center. (B)(6), md. History and physical. Reason for admission: chest pressure and shortness of breath. Known history of hypertension, acid reflux disease, and depression. Surgical history of appendectomy, cholecystectomy, partial colon resection for diverticulitis, and hernia repair x 3. No smoking. Exam: abdomen soft and nontender. (B)(6) 2013: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvis without contrast. Indication: umbilical pain, hernia repair. Findings: there is ventral abdominal wall mesh in place and there is a defect at it¿s right inferolateral border, which measures approximately 5 cm in length. There is bowel herniated through this. This defect extends caudally several centimeters and extends slightly to the left. This results in a bilobed ventral hernia with both segments containing nonpathologic-appearing bowel. Impression: fluid collection anterior to the abdominal wall surgical site on exam (B)(6) 2012 is resolved. The defect at the inferolateral aspect of the graft on the right persists. There is widening slightly of a defect at the left inferior aspect of the graft since the prior exam, with the defect now measuring approximately 6 cm compared to 2 to 3 cm on the prior exam. These findings result in a bilobed ventral hernia, both segments containing bowel which do not appear to be pathologic. Explant procedure #1 and implant procedure #2: repair of incisional hernia, removal of previous mesh, and insertion of new dual mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp08/10880606, 28 x 34 cm]; gore® dualmesh® plus biomaterial [1dlmcp08/10845709, 28 x 34 cm]. Explant date #1 and implant date #2: (B)(6) 2013 (hospitalization [ni]).

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial and two gore® dualmesh® plus biomaterial's were implanted. The complaint alleges that on (B)(6) 2013 and (B)(6) 2015, an additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: gore mesh pulled away/failed and was removed, second gore mesh was removed, gore mesh had a thick rind, multiple reactive collections of fluid posterior to abdominal wall mesh requiring incision and drainage, severe adhesion of the mesh to loops of bowels, abscess, multiple recurrent incarcerated incisional hernias repaired with mesh/sutures, seroma, severe adhesions. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: added seroma to health effect - clinical code. Conclusion code remains unchanged. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.